Event description:
Iabp alarming at 430am stating excessive water buildup arrow company called stated to check water bottle. Told arrow representative water in the condensation container was brown, they stated no need to change to console to just purge the system by putting the pump in standby for 10sec to purge. This alarm continued every 15-30min. At 8am noted to have more brown liquid in condensation container and black specks in helium tubing and pink tinge to helium tubing near pt. Called arrow, they recommended changing iabp, probable leak in the balloon. Iabp changed. Sent balloon to risk management. Arrow aware, will pick up balloon. The iabp was changed over a wire and there was no harm to patient.